Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose level of 35.0 mmol/l the customer had symptoms such as thirst and lack of energy and treated with manual injection. Customer's blood glucose value was 6.3 mmol/l at the time of the call. It was also mentioned that the insulin pump would not alarm if there is an occlusion. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were tiny air bubbles and the insulin exited at the quick release. Customer declined to check for site or insulin issues, and device settings. Unable to perform high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.